Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed. It was noted that the event log memory was erased and unconfigured. The device passed functional testing. A service history review was performed and found nothing related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) had alarmed with a constant noise. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed all tests following the replacement of the digital printed circuit board and the battery pack. The device history record was reviewed and no issues were found that could have caused or contributed to the event. The reported issue was not verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.